Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., other text: initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6) initial reporter postal code has insufficient number of characters, postal code is as follows: (B)(6) .

Event description:
The customer reported the device fails to run after 30 minutes despite being charged overnight. There were no patient impact or consequences reported.

Event description:
The customer reported the rad-97 "fails to run after 30 minutes despite being charged overnight." There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: the rad-97 was investigated. The device was able to power on and off via battery and ac power. A low battery alarm was emitted prior to the device powering off approximately after an hour after being disconnected from ac power. The battery full charge capacity was below the acceptable limit for a used battery. G3. Date received by manufacturer on the initial report was 02/09/02024, is 02/09/2024.